Event description:
Information was received indicating that 0.9% nacl was injected through a smiths medical jelco® optiva® i.v. Catheter to facilitate insertion. However, it was found not to help and in turn reported to have caused vein damage. No adverse effects were reported.

Manufacturer narrative:
One unused smiths medical catheter was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The needle was noted to be sharp, and no anomaly observed with the bevel. The wall thickness and the trim length measurement were in compliance. The customer reported complaint was not confirmed.